Manufacturer narrative:
Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® zelantedvt¿ catheter was selected for a deep vein thrombosis thrombectomy procedure in the common femoral artery. The device was primed and power pulse was delivered successfully. The device was switched over to thrombectomy mode 25 minutes later. Aspiration was initiated. However, after 5 seconds, an error message that said "check saline supply" displayed. The device was noted to be hooked up properly. The console drawer was opened and closed and thrombectomy mode was started again but the error message was displayed again. The device was turned off and on and it would not allow priming of the device. Another angiojet® zelantedvt¿ catheter was selected and the procedure was completed. There were no patient complications ad the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet(tm) zelantedvt(tm) catheter was selected for a deep vein thrombosis thrombectomy procedure in the common femoral artery. The device was primed and power pulse was delivered successfully. The device was switched over to thrombectomy mode 25 minutes later. Aspiration was initiated. However, after 5 seconds, an error message that said "check saline supply" displayed. The device was noted to be hooked up properly. The console drawer was opened and closed and thrombectomy mode was started again but the error message was displayed again. The device was turned off and on and it would not allow priming of the device. Another angiojet(tm) zelantedvt(tm) catheter was selected and the procedure was completed. There were no patient complications ad the patient was fine.